Manufacturer narrative:
As received, only the connector portion of the lead was returned in one piece. Visual inspection of the partial lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer report number: 2017865-2022-37631. Related manufacturer report number: 2017865-2022-37636. It was reported that the patient expired due to congestive heart failure. It was unknown whether the implantable cardioverter defibrillator, right ventricular or atrial lead caused or contributed to the event.